Event description:
From staff: we opened a 7fr 90cm angled destination introducer. Upon trying to insert it, the surgeon noticed that it was bent and flattened, so it was unusable. A new introducer was open, and the other was removed from the field.